Event description:
Meter name: ot ultra, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: vomiting. A pt reported they went to the hospital. Their meter allegedly was inaccurately high. The result on their meter was inaccuarately high. The result on their meter was 60mg/dl. The result on the hospital meter was 44mg/dl. The time difference between pt's meter and hospital meter was less than 10 mins. Treatment was IV glucose. In the reported issue notes it states that the blood sample was taken from the toe. No further info has been reported.